Event description:
The user facility reported a hospital employee injured her foot while repositioning a patient on the 4085 surgical table prior to the procedure. The facility staff unlocked the table in order to reposition the patient when the employee's foot slid under the table's base. Once the table's desired position was reached, the table came down on the employee's toe.

Manufacturer narrative:
The employee went to the emergency room for evaluation; no medical treatment was administered. A steris service technician inspected the table and found it to be operating properly. No issues were noted and the table was returned to service. The operator manual states (pp.1-1), "do not disengage floor locks when patient is on table." A steris account manager performed in-service training on the proper use and operation of the surgical table.